Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the external oxygen sensor to address and correct the reported condition. The device then passed an extended self-test and performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer reported a ventilator in which the external oxygen sensor is out of specifications. There was no patient involvement.